Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was removed from service. The patient with an implantable cardioverter defibrillator (ICD) and this lead was experiencing inappropriate shocks. An invasive procedure was performed and the lead was found fractured at the insertion site, where it is inserted into the ICD header.